Event description:
Customer reported system locks up if left idle. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the workstation power supply. System operates as intended.